Event description:
A surgeon reported that a handpiece's tip clogged during sculpt step of the surgery. This event resulted in corneal rupture to the patient. Suture of the cornea was necessary. Additional information has been requested but not received to date.

Manufacturer narrative:
A company representative examined the system. The company representative then tested the system. A preventive maintenance (pm) was performed. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system sounds an occlusion tone (intermittent beeping tones during occlusion) to alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode to clear the clog. New information received stated that the phaco tip was used during the case. However, the phaco tips were no saved for evaluation. Based on the information regarding the reported event it is unknown what may have caused the corneal rupture. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. Additional information has been requested but not received to date. (B)(4).